Manufacturer narrative:
Evaluation: after examining a number of the inserts from this returned lot (not the actual insert used), 10 pairs were snapped onto a grasper. All 10 pairs snapped in solidly and were not loose in any way. They were difficult to remove. Without the unit that came off during the procedure, there is no way of determining the cause of this failure. Conclusion/corrective action: there is no corrective action at this time for the grasper or insert. Applied would need more information about the case to determine what other devices were used during the case that would have caused the insert to become detached.

Event description:
A-trac laparoscopic grasper broke when grasping tissue. The insert broke at the point where it attached to the instrument. Dr. Visually inspected area with laparoscope due to it being small piece. Dr was unable to locate.